Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/09/2022, it was reported by a sales representative via sems that a abs-10060 angel whole blood machine leaked out of the area where the prp syringe is. This has occurred during several occasions, with no patient effect reported. No additional information provided. Additional information requested.

Manufacturer narrative:
The complaint is not confirmed. The complaint describes that the valve selector of the system in question, (B)(6) would delay in switching from the platelet-rich plasma (prp) valve to the red blood cell (rbc) valve, resulting in an excess 3-5 ml rbcs in the prp syringe. The device was sent for evaluation. Sixty ml of freshly drawn human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 34 ml platelet-poor plasma (ppp), 21 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3.4 ml. No obvious errors in functionality occurred during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). Note the hematocrit of the prp produced was 5.85%, which is in the expected range for a 7% hematocrit cycle. In conclusion, the alleged event could not be replicated.